Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a blood glucose level of 49 mg/dl at 4:30 am. Customer treated with sugar pills and his blood glucose was 98 mg/dl. Customer ate 80 carbs plus no bolus. Customer's blood glucose was 52 mg/dl the morning before and after taking a shower, his blood glucose rose. Customer stated that he has been feeling sick lately and thinks the low blood glucose has been causing it. Customer stated that he believes the health care professional changed the settings to be too high and that is why he is experiencing lows. Customer's current blood glucose is 140 mg/dl. Customer has been experiencing low blood glucose since (B)(4) 2016. Customer stated that he went to the hospital for acid reflex and his blood glucose was 98 mg/dl at the time. Customer stated that he has no more junk food and the pump was not exposed to a MRI. Customer was advised to monitor the pump and the blood glucose levels.